Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
In (B)(6) 2012, the pump was refilled with dilaudid and bupivacaine. Per the patient, ¿too much bupivacaine was put in the pump¿. The patient ¿lost control and feeling of his fingers and hands¿. As a result, the bupivacaine was taken out of the pump. The patient also had fentanyl 1600 mcg lollipops.